Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's spouse reported that the down arrow button was intermittently unresponsive. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the patient had indicated that pump suspends had occurred as a result of the keypad issue; the pump download history showed the pump suspended on (B)(6) 2011. The suspend occurring on (B)(6) 2011 showed that the pump was not resumed for 6 hours 28 minutes. The pump was exercised for 24 hours without issues. The keypad was found to have no physical damage. The down arrow button was found to be not springing back normally but all other buttons responded normally. The keypad was removed and adhesive was found under the down arrow button contact. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.